Event description:
It was reported that the pump touchscreen was intermittently delayed in responding to touch inputs. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.